Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficulty removing the protective sheath was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported difficulty to remove the protective sheath cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The nc tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that during preparation of the nc trek balloon catheter, an attempt was made to remove the protective sheath from the balloon but was unsuccessful. There was strong resistance met between the balloon and the sheath. Therefore, considering forced removal would cause damage to the balloon, the device was not used and replaced with a new balloon catheter. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.